Manufacturer narrative:
The evaluation confirmed that the tip of the device had broken off at the distal tip end. It was noted that there were multiple dents on the tube as well. This type of damage can be attributed to excessive force being applied to the device due to the operator's technique or impact damage. The instruction manual warns user: "always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath's insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient."

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the tip of the device broke off and fell into the patient's bladder. The broken fragments were successfully retrieved using a stent placement forceps. There was no patient injury reported. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, however, limited information was provided.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.